Manufacturer narrative:
The device was discarded per hospital policy.

Event description:
The customer reported a tif procedure was initiated with 6 fasteners successfully deployed in the ge junction. Loss of insufflation was noted. Omentum tissue was observed endoscopically and an exploratory laparotomy procedure was initiated to determine cause of loss of insufflation. A perforation in the greater curvature was found and resolved. Physician speculates the helical tissue retractor either perforated or tore the tissue during tissue retraction. It was also reported that the patients stomach tissue appeared thin and may have contributed to the perforation. Patient was admitted to the hospital (B)(6) 2016 and was discharged (B)(6) 2016. The patient was seen (B)(6) 2016 by the physician and is reported to be doing very well.